Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The device is not available for evaluation because the device remains implanted.

Event description:
A surgeon reported the following event to the company representative. The surgeon made it known that the quikflap screws, part number 12-01532s, did not retain well with the screwdriver blade. The surgeon also reported that, despite having used the correct grip (screwdriver at 90 degrees perpendicular), the surgeon lost the screw when screwing during the operation because the screw would not retain to the screwdriver blade. There were no adverse consequences for the patient, but there was an increase of surgical time.

Manufacturer narrative:
The complained screw has not been returned. Therefore it is not possible to confirm the reported event. During the investigation process the information was provided that the event happened in a test situation (therefore it was new practice / first application). The surgeon¿s habit is to use the closure kit of a competitor¿s medical device company which has a different performance. According to the accompanying instruction for use of the stryker quikflap device set it is essential to ensure, that the screwdriver/screw head connection is exactly aligned in the vertical direction and axial pres-sure is put on the connection; otherwise there will be an increased risk of mechanical damage to implant (plates, burr hole covers and screws) and screwdriver blade or loss of the screw during application. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
A surgeon reported the following event to the company representative. The surgeon made it known that the quikflap screws, part number 12-01532s, did not retain well with the screwdriver blade. The surgeon also reported that, despite having used the correct grip (screwdriver at 90 degrees perpendicular), the surgeon lost the screw when screwing during the operation because the screw would not retain to the screwdriver blade. There were no adverse consequences for the patient, but there was an increase of surgical time.